Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the printer and the touch screen were not working correctly. The printer was working slowly and there was lag time on the touch screen or it worked only intermittently. The hard drive was reconfigured and the software reloaded. Analysis also noted that the power cord bay door was broken off and the system fan was noisy, both were replaced. (B)(4).

Event description:
It was reported that the programmer's printer and touch screen were not working correctly. The printer was printing slowly and there was lagtime on the touch screen or it worked only intermittently. The programmer was returned for service. No patient complications have been reported as a result of this event.